Event description:
Following successful implantation of 12 coils in the internal carotid artery aneurysm, an ultipaq (which had not had a pre-deployment electrical test) was deployed in the aneurysm. When the physician attempted to pick up the hub to attach it to the cable, he couldn¿t find the hub. It was then found on the sterile field, not attached to the pusher wire. It did not appear to be damaged. The coil was successfully removed from the patient. A further coil (ultipaq 2x6mm) was successfully deployed. There was no serious injury or required intervention as a result of the event.

Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis. The introducer sheath and the resheathing tool were not returned. The hypotube had been severed at the distal end of the strain relief. The fracture is ductile in nature. No material defects were found on the severed ends. The most likely root cause of the electrical connector¿s separation from the device positioning unit (dpu) was due to external force. This produced a ductile fracture, which severed the hypotube. No material defects were found to the severed ends. The circumstances of how and where this damage occurred cannot be determined.